Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 522 mg/dl and low blood glucose of 30 mg/dl. The customer also experienced different blood glucose of 40 mg/dl. The customer stated that insulin pump had received unexpected restart. Troubleshooting was not performed for high blood glucose level and low blood glucose level. The insulin pump will not be returned for analysis.